Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the fse found blood in the pneumatic circuit. However, no blood detected alarm was found in the logs. There was no patient involvement, and no adverse event reported. (Possible balloon complaint).

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6) biomedical engineer, contact info: (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) resolved the issue by replacing the condensate removal module (0997-00-0986-01), tubing, blood detect, iabp (0008-00-0312) and purging valve assembly (0104-00-0026). The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a